Event description:
Philips received a complaint by the customer on the v60 indicating that the device was alarming with error, low leak co2 rebreathing risk. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated that the device was alarming with error, low leak co2 rebreathing risk. The customer tested device and attached test adapter to the device, and it was still giving low leak co2 rebreathing error. The customer checked for blockage, nothing was blocked. The rse informed the customer that the manufacturer recommendation would be to replace the flow sensor assembly (fsa). The rse provided customer with part number and price for the fsa to resolve. This investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 02oct2025, the customer confirmed that the flow sensor assembly (fsa) was replaced to resolve issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.